Event description:
It was reported that the patient complained about a lack of energy and not being able to do what they used to do. The right ventricular lead had lots of short ventricular-ventricular counts and non-sustained ventricular tachycardia episodes. Inhibition was noted. The lead polarity was reprogrammed from unipolar to bipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead implanted: 2013-(B)(6); c4tr01 ipg implanted: 2013-(B)(6). (B)(4).